Event description:
It was reported that almost nine months post implant it was found that the atrial lead had fallen. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.